Manufacturer narrative:
(B)(4).

Event description:
Procedure type: open gastrectomy. According to the reporter: when the surgeon was going to use a ta instrument for closing a gastrotomy, the ta was fired partially. No reinforcement material. There was no unexpected bleeding. No further complication was reported. The surgery was not extended by more than 30 minutes.